Event description:
It was reported that adapter with thread broke during testing. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the thread-tip was broken off and got detached from the adapter. We suppose that a mechanical overload situation has led to this damage. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. Device is not distributed in the united states, but is similar to device marketed in the USA.